Event description:
It was reported that the artificial urinary sphincter (aus) device was removed earlier due to erosion. The patient is now scheduled for (B)(6) 2020 in order to have a new aus device implanted.